Manufacturer narrative:
Device analysis: the guide wire was not returned by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. The root cause for the reported event is unknown.

Event description:
It was reported via the attached facility medwatch that the "end of wire broke off into pt's artery lower right extremity. Sheared tip was not retrievable." During an orbital atherectomy (oa) treatment procedure, the tip of the viperwire guide wire fractured off and remains in the pt's body. This was a planned, staged intervention in which orbital atherectomy was performed throughout the mid to distal popliteal artery, the tibial-peroneal trunk, and the peroneal arteries using a 1.5mm diamondback oad and viperwire. Follow-up angiography revealed that the wire had sheared and perforated the right peroneal artery. The retained wire fragments were determined by the physician to be of no significance. He was unable to re-cross this vessel; therefore, in order to restore flow into the foot a chronic total occlusion of the right posterior artery was accessed. Atherectomy was performed to the right posterior tibial artery and the right plantar arch with a 1.25mm diamondback oad. Retrograde low pressure (2 atmospheres) balloon angioplasty was performed for 12 minutes from the mid plantar arch into the distal posterior tibial artery for 8-12 minutes. Subsequently, a 12 minute dilatation was performed in the popliteal artery crossing the perforated region of the peroneal artery and the posterior tibial artery. An additional 15 minute inflation with external compression yielded an excellent flow through the posterior tibial artery and plantar arch circulation to the peroneal and the remainder of the dorsalis pedis circulations although there was diffuse disease in the foot. Thereafter, the pt no longer had calf or leg pain. The procedure was considered a successful orbital atherectomy of the right peroneal artery, right popliteal artery, right tibial-peroneal trunk, and right posterior tibial artery, as well as successful blunt microdissection of the chronic total occlusion of the right posterior tibial artery and the proximal to mid right plantar arch. Also, successful adjunctive angioplasty of the right plantar arch, right posterior tibial artery, and right popliteal arteries. The pt's condition remained stable and he was discharged the following day with the plan to perform additional staged intervention.